Event description:
It was reported that the customer inquired whether there had been any complaints from nursing regarding the uc tubing. It was noted that the tubing had become thinner and more flexible compared to previous versions, and there appeared to have been a more recent additional change. Line and foley audits were conducted in the ICU and sdu. During observations in the ICU, nearly all foley tubing was found to be kinked on itself. The issue was most noticeable near the connection point to the graduate. In several instances, the tubing was bent to such an extent that urine flow was obstructed. The issue was discussed with ICU and sdu nursing staff. It was reported by one nurse that the more frequently the system was opened to empty urine, the more pronounced the kinking became. There was no prior awareness of this issue, and it was unclear whether the concern had been formally reported by nursing staff. Foley catheters with kinked tubing were extremely difficult to position for proper drainage, which was identified as a concerning finding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.